Manufacturer narrative:
Date of event: exact date unknown, event occured in (B)(6) 2020.

Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.